Event description:
It was reported that the lead was explanted on 2014 (B)(6) because of high impedance. There was impedance testing done and the lead was replaced. The implantable neurostimulator (ins) was also explanted on the same day as the lead because of the high impedances. The 0 electrode read >4000 and the doctor tried cleaning and reinserting the lead two times and they could not get the battery to fall within the normal range. It was further reported that the battery was unable to provide connection to the lead wire. The 0 lead could not connect. There was no patient injury and the patient recovered without sequelae.

Manufacturer narrative:
Product ID 3889-28, lot# j0564190v, implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3889-28, lot# j0564190v, implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4). Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device was electrically ok but the set screw was backed too far out.